Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had shorter than expected battery life and the battery compartment was cracked. The reporter stated that the patient had a blood glucose over 400 mg/dl with symptoms of nausea. The alleged blood glucose excursion does not meet the criteria for a serious injury. The reporter stated that the pump had experienced shorter than expected battery life. The reporter noted that the pump had used multiple batteries from different packs without the issue being resolved. Low battery alarms were noted in the history of the pump. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: the battery compartment was cracked above and below the bumper pad. There was no damage found to the returned battery cap. There was no evidence of short battery life observed in the pump history. The battery voltages in the black box were within normal specifications. The idle, sleep, rewind and load currents were tested with an external power supply and all were found to be within the required specification.